Event description:
It was reported that the micro saggital saw overheated during testing at the distributor. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be damaged. Corrosion damage was also discovered within internal components.